Manufacturer narrative:
The original equipment manufacturer (OEM) performed a batch record review for lot# 15fm0001 and found no discrepancies. Retained samples from this lot were also reviewed and the appearance of the balloon, catheter body and valve function were found normal. A physical sample was received and has been evaluated. The thickness of the balloon on the returned sample was measured and determined to be from 0.34 to 0.37mm thick which meets the standard of 0.41mm +/- 0.1mm thickness. The OEM tested six retained samples across four lots (three units of which were from lot# 15fm0001) by injecting them with 45ml of water and observing for 24 hours. No blockage, leakage, or breakage was noted on any of the samples. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 07, 2016.

Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated "the retention balloon is broken". There is a "visible hole" in the retention balloon and device cannot be used. The unused product is available to be returned for inspection. No further information was provided.